Event description:
It was reported the pt had the pump replaced. The pt was on 50 mg/ml and 12.83 mg/day before the replacement. After the replacement, the hcp put in 10 mg/ml and 1 mg/day at time of replacement because the hcp did not know if the pt was getting the correct amount of drug before the replacement. No symptoms or outcome were reported. The drug in the pump was morphine (pf morphine sulfate). Additional info has been requested, a follow-up report will be submitted if additional info becomes available.